Event description:
It was reported that during a therapeutic bladder stone procedure, the 550 micron tfl single use fiber caught fire. The fire was extinguished, and the procedure was completed with a backup device. The customer reported that a laser device was used in the procedure, that oxygen was likely used by the anesthesia provider at the time of the event, and the presumed cause of the fire was a defective laser fiber. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g4, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.